Manufacturer narrative:
One opened 25 gauge (ga) trocar cannula/hub assembly on a probe needle within a tray was received. The sample was visually inspected and was found to be conforming, no melted condition or damage to the cannula. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. A functional fit test was performed with the probe from the corresponding complaint and was deemed conforming, the probe was able to enter into the trocar cannula. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually, dimensionally and functionally conforming, therefore a product fit issue with a melted valve as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cutter was merged with a melted valved trocar during a vitrectomy procedure. The trocar and cutter were removed from incision. There was no known patient impact.